Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, no pacing was observed at atrial and ventricular levels (the patient was pacemaker-dependant). The connection of both leads seemed to be correct. The physician reversed the two channels, but the same behaviour occured (no pacing). The leads were tested with a pacing system analyzer w/o showing anomaly. The pacemaker was not kept implanted and returned for analysis. Another pacemaker was successfully implanted.